Event description:
It was reported that the cutting teeth on the plate cutting side of the bending/cutting pliers was cut off during surgery on an unknown date. A different instrument had to be used in the case but the case was not impacted. This event did not contribute to a death or injury, whether the device was misused or not. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw material is corresponding to the specifications. The hardness was measured at the time of the manufacturing was found to be good. No ncrs were generated during production. Placeholder.

Manufacturer narrative:
Additional narrative: the manufacturing evaluation was completed. The instrument is badly damaged at the carbide insert. The carbide has sheared off. Otherwise there are no more non conformities. The manufacturing evaluation shows that there were no issues during the manufacture of the product that would contribute to this complaint condition. All dimensions were remeasured and found to be good. All parts were not returned that we cannot perform the full investigation therefore we must conclude this complaint to be indeterminate. Placeholder.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. According to the additional evaluation the item was received with damaged cutting teeth. The customer reported the item had damaged cutting teeth. The item is not repairable. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. According to the additional evaluation service history the item was received with one of the cutting teeth on the plate cutting side of the pliers being cut off. No service history review could be performed as the item has not previously been in for service. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.